Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed keyboard. The field service engineer log into windows admin and reset the usb ports. Replace the key keyboard by a new one and also did a complete service on the top cover as well as the back of the drawers the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had broken keyboard. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.